Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla ii 6f guide extension catheter and a synergy megatron balloon catheter 4.5x8mm. The device was visually and microscopically examined. The guidezilla was unable to be removed from the synergy device as the loose balloon folds and contrast prevented removal without risk of further damage. No stent was returned with the synergy device. There was blood present in the shaft of the device. There was shaft damage at the collar of the device as the ptfe lining was pulled apart due to the partial collar detachment and collar kink. The shaft was separated just distal to the collar. From the separation, the distal portion of the shaft was 23.7cm in length. The braiding was exposed and prolapsed over the shaft on the proximal end of the distal segment of the separation indicating procedural or removal difficulties. The braiding exposure and collar damage to the device was most likely due to the torque and twisting of the device by the user during use. The braiding prolapse was likely due to device removal from the patient. Product analysis did not confirm the reported difficulty to advance through guide catheter as the device returned was unable to be removed from the synergy device for further testing. Analysis could confirm the reported kink as the collar was kinked, which could have caused resistance when trying to advance the device through the guidezilla shaft.

Event description:
Reportable based on device analysis completed on 22dec2021 it was reported that a kinked device occurred. A 6f guidezilla ii guide extension catheter was selected for use to reach the lesion located in the mildly tortuous and mildly calcified middle left anterior descending artery. An ancillary device was attempted to be advanced through the guidezilla ii, however, the ancillary device could not advance due the device kink on the proximal portion of the device. The guidezilla ii was replaced to complete the procedure. No patient complications were reported. However, device analysis revealed partial collar detachment.